Event description:
Customer reported a cgm error 42 occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions via email on how to reset the pump, and the caller planned to perform this reset when ready, with plans to follow up if the issue persisted.